Event description:
It was reported that: involved a 75-year-old female patient hospitalized for surgical debridement of sternal osteonecrosis. During catheter insertion after epidural puncture, a knot was found on the catheter when the needle was removed (it had been untied by the senior physician). A leak test was performed with saline solution, revealing a leak that and thus catheter was removal. The catheter had been flushed without any issues. The procedure had to be repeated, and a new epidural catheter inserted. This caused the patient considerable discomfort.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: involved a 75-year-old female patient hospitalized for surgical debridement of sternal osteonecrosis. During catheter insertion after epidural puncture, a knot was found on the catheter when the needle was removed (it had been untied by the senior physician). A leak test was performed with saline solution, revealing a leak that and thus catheter was removal. The catheter had been flushed without any issues. The procedure had to be repeated, and a new epidural catheter inserted. This caused the patient considerable discomfort.

Manufacturer narrative:
(B)(4). The reported complaint of the catheter leaking could not be confirmed based upon the investigation of the sample received. The customer returned one epidural catheter. The returned epidural catheter's extrusion appeared to be separated and slightly stretched at the point of separation; however, the coil wire was still intact but stretched. Based on this, the returned sample could not be functionally tested. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event.